Event description:
It was reported that the device battery had prematurely depleted. Device data was provided to boston scientific technical services, which recommended either device replacement or close monitoring. The physician elected to provide the patient with a home monitoring system and will continue to observe the patient. The device remains implanted and in service. The patient is stable and no consequences were reported.